Event description:
Clamp on IV tubing malfunctioned with alaris channel causing pt to receive a bolus of nitro, which dropped pt's b/p temporarily. Phenylephrine started and placed pt in trendelenburg to treat pt's hypotension. Nitro was then discontinued. No pt harm. The safety clamp on alaris 8100 lvp door latch had broken without the nurse's knowledge. The lv then alarmed, the nurse couldn't get the alarm to stop. She opened the door and removed the IV set. The clamp on the IV set remained open because of the broken latch. The nurse set aside the IV set without realizing it was free-flowing. After a short time, she realized what was happening and clamped off the set stopping the flow of medication into the pt. Alaris module was removed from service and sent to clinical engineering for inspection.